Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician had difficulty achieving an appropriate framing of the aneurysm using a smart coil through another manufacturer¿s microcatheter. It was reported that some loops of the smart coil were coming out of the aneurysm and the physician lost access and a "thickening" was observed at the very proximal end of the smart coil, which resembled a small knot. Consequently, the physician was unable to retract the smart coil into the microcatheter. Therefore, the physician removed the microcatheter with the smart coil altogether. The physician then used a new microcatheter and advanced another manufacturer¿s coil in the target vessel. Next, the physician advanced a new smart coil in the target vessel and used a penumbra smart coil detachment handle (handle) to successfully detach it; however, it was reported that the smart coil pusher assembly became stuck in the handle. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2017-00547. 1. Device manufacture date.

Manufacturer narrative:
Results: the smart coil pusher assembly was bent approximately 88.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had several offset coil winds. The distal end of the embolization coil was in a knot. Conclusions: evaluation of the returned smart coil revealed the embolization coil was knotted on its distal end and had offset coil winds. The ¿thickening¿ on the proximal end of the embolization coil that resembled a small knot observed by the physician could not be confirmed and the proximal end of the coil was within specification. Since a knot was confirmed on the distal end of the embolization coil, it is possible this is the thickening the physician was referring to. It is possible cycling the smart coil repeatedly in attempt to reposition the embolization coil within the aneurysm may result in the embolization coil damage and knotting observed on the smart coil. Further evaluation revealed there was a different smart coil pull wire stuck inside the handle cone. The smart coil pusher assembly becoming stuck in the handle cone was likely a result of the pet lock catching inside of the handle cone. The diameter of the handle cone was within specification. The root cause of the bunching of the pet lock could not be determined. Penumbra coils and detachment handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.